Event description:
The manufacturer was contacted rep dream station auto CPAP, dom - recrt. The manufacturer received information alleging nose irritation respiratory tract irritation and cancer. No other clinical information or medical interventions were reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The device information has been updated/corrected in this report. During the evaluation of the device at the third-party service center, the device was visually inspected and visible foam particles were not observed. The cosmetic defect found was scratched ui panel. Additionally, the patient¿s complaint was not confirmed, and the device was corrected. The device's event log was reviewed by the service center and no error code found. In this report, box b, d, g, h has been updated/corrected.